Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the returned penumbra smart coil (smart coil) revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil windings likely contributed to the resistance that occurred during advancement. Further evaluation of the returned device revealed that the offset coil windings also created resistance inside the introducer sheath and prevented the smart coil from being advanced out of its introducer sheath and through the demonstration microcatheter during the functional analysis. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils using a non-penumbra microcatheter. While advancing a fourth smart coil, the physician felt resistance and was unable to advance coil out of its introducer sheath and into the microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.